Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc re-evaluated the reported phenomenon. The reported phenomenon was that the distal end cover of the subject device was missing. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and confirmed the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that after the reprocessing, once opened the storage cabinet, they noticed that the distal end cover was detached. There was no report of patient injury associated with the event.